Event description:
The customer reported to olympus, the pin on the end of the telescope "oes elite", 4 mm, 30°, high definition, was broken. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information. The device was returned to olympus for evaluation and the evaluation found a broken direction pin, dents on the outer tube, broken meniscus lens, scratches on the distal fram, dents on the eye piece funnel, and debris in the optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the event occurred due an excessive use. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.